Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced. Patient was discharged.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device was appropriate and indicated battery voltage and current within normal range when received. No problem was found.